Manufacturer narrative:
On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: tka mobilization one year after primary surgery. Low quality x-ray in only one projection does not allow a good evaluation to be performed. Some doubts arise as to an apparently thin cement mantle on the anterior part of the tibia and probably also on the rest of the tibial tray and on the overall position of both components, although the tibia has mobilized and no postoperative x-ray has been made available. There is no report that makes us think of a malfunction of the implant and/or instruments used for positioning. Additional information received on (B)(6) 2016 from the initial reporter and includes: revision surgery performed on (B)(6) 2016, as planned. The tibial implant was loose and not fix on the bone by the cement. The surgeon believes that a cyst was located right under the tibial ray during the primary surgery. With time, the bone and the implant collapsed. Batch review performed on 29 march 2016. Lot 150354: (B)(4) items manufactured and released on 15 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Tibial sphere implant loosening. Sub luxation of the prothesis. The revision surgery has been planned.

Manufacturer narrative:
On 27 may 2016 it was prepared a final report with the information already submitted in the initial report.on 31 may 2016 the report was sent to the initial reporter and the case was closed.